Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted due to cystocele, anterior/posterior repair, sacrospinus ligament fixation, and pelvic organ prolapse.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted, due to bladder prolapse, stage ii enterocele, and vaginal vault prolapse.

Manufacturer narrative:
It was reported that the patient died on (B)(6) 2013.

Manufacturer narrative:
(B)(4. It was reported that following insertion the patient experienced stress urinary incontinence, adhesions and urinary tract infections.

Manufacturer narrative:
It was reported that the patient underwent mesh implantation to treat bladder and vaginal prolapse and enterocele. It was reported that after implantation the patient experienced pain, fistulae, recurrence, infection, urinary and bowel problems, dyspareunia and organ perforation. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced recurrent cystitis, dysuria, urgency, and urinary frequency.